Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as lead replacement. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type: lead. Additional review indicates that (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.